Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-02242 / 00042). Device retained by attorney.

Event description:
Legal counsel for the patient reports that the patient underwent a left total hip arthroplasty and approximately four years post-implantation was revised due to alleged metallosis, pain, loosening, metallic staining and fluid accumulation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-02242 / 02243 & 03474).

Event description:
Legal counsel for the patient reports that the patient underwent a left total hip revision approximately 4 years post-implantation due to alleged metallosis, pain, loosening, metallic staining and fluid accumulation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was confirmed in operative report received that patient underwent a revision procedure approximately 4 years post-implantation due to limited mobility, acetabular loosening and fibrous fixation of the stem. During the procedure, edematous tissue, metal staining, scar tissue and a lack of bony ingrowth with loosening of the stem were noted. The stem came out of place, when trying to remove the femoral head. The acetabular cup, femoral stem and head were removed and replaced during the procedure. Competitor stem, cup and liner were used to complete the procedure.